Event description:
When the heater cooler unit was in cleaning mode, the hospital staff noticed that black smoke came out from the machine. No patient was connected to the machine when the event occurred.